Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg and leads sites. Symptoms were redness, numbness and tingling. It was unknown if the infection was device or procedure related. The patient underwent an explant procedure and was prescribed antibiotics. The patient was doing well post operatively.